Event description:
On (B)(6) 2011, the pt reported, the up button of the infusion device is not working. She noticed the issue last night and switched to her backup infusion device. The button worked at the time of the report. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.